Event description:
The pump was returned for investigation. Investigation revealed there was a cracked/torn force sensor wire and a dim/faded display lens. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Submitted: (B)(6) 2013. Device evaluation: the battery cap has been returned and additional investigation was performed by product analysis on (B)(4) 2012, with the following findings: review of the black box revealed records from (B)(6) 2012 with multiple "loss of prime" warnings recorded in the black box. During testing, the pump failed to recognize the cartridge and emitted a "cartridge not detected" warning. Functionality testing was not able to be completed due to the load step malfunction. The pump was opened for investigation and revealed a cracked, torn force sensor wire. There was no evidence of contamination inside the pump. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.